Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received an inappropriate shock. The physician indicated there was noise on the lead. During extraction it was noted that the lead was tied into a knot. The lead was explanted and replaced. The patient was stable following the procedure and will be monitored normally.